Event description:
It was reported that the programmer would not power up and that the case was damaged, the flap that covers the power cord would not stay closed. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the unit would not power up, it powered up as required when the provided radiofrequency programmer head was not plugged into the programmer. Analysis was able to confirm the customer comment that the power cord door would not stay closed and the power cord bay was replaced to resolve and the media bay door was replaced to resolve its bent latch.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product(s): product ID: 229047 software analyzer. (B)(4).